Event description:
It was reported that during routine testing, the external pulse generator (epg) presented with a distorted liquid crystal display (lcd) and was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Lcd (liquid crystal display) lens is broken. Ring cover is contaminated and two side bail covers are broken. The ring is bent. Battery drawer is broken. Keyboard pad has a cosmetic stain.